Event description:
It was reported that after priming, the tubing filter was completely empty of all fluid. No patient injury was reported.

Manufacturer narrative:
Serial # is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.